Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient disliked the location of ipg and was experiencing charging difficulties. The physician replaced the ipg. The patient is reportedly doing well after the procedure.

Event description:
A report was received that a patient disliked the location of ipg and was experiencing charging difficulties. The physician replaced the ipg. The patient is reportedly doing well after the procedure.